Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
On the 25 jan 2026, the user reported receiving glucose suspend alerts. Based on escalation analysis, a sensor replacement was approved due to system performance and the device was requested for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Data management system (dms) records showed that the user was re-inserted with a new sensor on (B)(6) 2026. Investigaiton on the physical device was not possible as it was not returned, however, a review of the sensor in vivo data showed declined signal, indicative of oxidation of the glucose-indicating component in the sensor hydrogel. Glucose suspend alerts were triggered after the signals fell below the threshold. The user was provided with a sensor replacement as part of the resolution.